Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment and cap were undamaged and able to fit. The pump powered up to an unresponsive keypad. The reported power complaint was unable to be adequately investigated due to the unresponsive keypad. Evidence of moisture corrosion was observed on the display screen inside the pump. A leak test failed due a display lens leak. The pump cover was removed to find further moisture corrosion to the keypad flex/connector.